Event description:
Per independent repair center statement, the unit's operator valve wasn't shifting correctly. The key failure was the non-shifting operator valve. Additional malfunctions were low o2, yellow light.